Event description:
Canada potential incident - "the resident was dressed, sitting on the built in chair locked in the outside position. As the psw turned away to call for assistance to have the resident stand up, the resident attempted to stand up by himself. The resident fell outward and hit his head on the tile floor." An arjohuntleigh technician has visited site and found that the general condition of the device was normal and that it passed the function test.

Manufacturer narrative:
This report is being submitted under the exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer arjohuntleigh inc. Further information will be provided upon completion of the manufacturers investigation.